Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he noticed his leg, trunk and lower back getting numb. There was no resolution as of yet. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type I. The patient reported that the ins was dying quick for the past 4 months. The patient reported he charged every day and every 3 days and the ins died every 2 days. The patient synced with the controller and the controller showed the ins was at 90% and the controller 70%. The patient confirmed that the ins was the device that was dying quick. No further complications were reported.